Event description:
I wore avaira aquaform soft contact lenses and developed blurry vision, eye redness, eye pain, feeling of something under my lid, discharge, and general discomfort. I saw several doctors, and slowly found some relief when I completely stopped wearing contacts for several months. I still have symptoms (pain, redness, feeling of object under eye lid) when I wear other contact lenses, and am not able to wear them for more than four hours at a time, within 2-3 days in between. My current dr is working with me to find a lens that I can comfortably wear, and so far we have been unsuccessful. Used (B)(6) 2010.